Manufacturer narrative:
Concomitant medical products: w2dr01 ipg. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check high thresholds were noted on the right ventricular (rv) lead, fluoroscopy confirmed dislodgement of the lead. During explant it was suspected that insulation on the right atrial (ra) lead was damaged and the ra lead was then explanted. Both leads were replaced. No patient complications have been reported as a result of this event.